Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was facing an issue in pairing the meter with the insulin pump. Troubleshooting was performed and the issue got resolved. The customer was advised to check the blood glucose value and reported 600 mg/dl and treated with the insulin pump. The customer declined troubleshooting for high blood glucose as the customer was not reporting any symptoms related to the high blood glucose event. No further patient complications were reported. The customer will continue the use of insulin pump and the pump will not be returned for analysis.

Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0873 inches. Pump did not pass the self-test. During the self-test, pump error 63 (variable 3) occurred at 09/22/2023 07:41:47.000. Unit was successfully downloaded using thus. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Unable to confirm total units of normal bolus delivered on (B)(6)2022 due to insufficient date in the history files. Pump was cut open to perform visual inspection and found moisture damage¿on the pcba 1, pcba 2, force sensor and motor home switch. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage and label damage (serial number label faded). No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. No device problem found however, pump error 63 was confirmed. Pump error 63 (variable 3) was confirmed due to broken trace at u1 pin 6 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6 (medical device problem code) with this report.

Event description:
Customer had been using insulin pump system within 48 hours of reported high blood glucose event.